Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported the patient with this pacemaker presented to the emergency room (ER) with asystole and became unresponsive. The pacemaker was unable to be interrogated by the programmer for interrogation. The health care professional (hcp) suspected the battery of this pacemaker was exhibiting premature battery depletion. The patient alleged that they were told the battery would be good for a year but got low in the past three weeks. The patient also experienced pain in their legs, headaches, and atrial fibrillation. This ICD was explanted and replaced. No additional adverse patient effects were reported.